Manufacturer narrative:
G4:22apr2021; b4:26apr2021. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the power switch overlay needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the power switch overlay to resolve the issue and bring the device back to functionality. Parts were not received for evaluation. Previous investigations have shown excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant, causing the reported power switch overlay failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of this report: 02feb2021 .

Event description:
It was reported to philips that the device had a alarm led (light emitting diode) failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.